Event description:
Technical services received a call on 11/2/11. Caller needed specs for this lead. The physician will be extracting today. No patient issues were mentioned. No . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).